Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The reported via phone call that the insulin pump kept getting a failed battery test alarm. They were unable to troubleshoot because they did not have a new battery. Additionally, the customer stated that they were in the hospital due to cancer. They had a high blood glucose level of 400 mg/dl. The customer's high blood glucose was due to steroids. The customer had symptoms of vomiting and nausea. They were treating their high blood glucose with their back-up plan. The customer will call back to troubleshoot for the failed battery test alarm. The device will not be returned for analysis.

Manufacturer narrative:
The information provided, was incorrect with the initial report. The correct information has been provided with this report.